Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative (rep) regarding a patient. The rep reported that the patient had an implantable neurostimulator (ins) and lead placed on (B)(6) 2017. That evening, the patient had abdominal pain, so the physician removed the lead and left the ins implanted. The rep stated that the physician plans to attempt placing another lead sometime after the patient¿s pain resides. No further complications were reported. Indication for use is unknown.